Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: improper storage of test strips as indicated by customer.

Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed spec since they are kept in kitchen. Test strip lot manufacturer's expiration date is 11/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 106 mg/dl, (B)(6) 2015, 03:43 pm; 2: 66 mg/dl, (B)(6) 2015, 03:22 pm; 3: 63 mg/dl, (B)(6) 2015, 03:18 pm; 4: 111 mg/dl, (B)(6) 2015, 07:03 am; 5: 122 mg/dl, (B)(6) 2015, 08:06 pm. Adverse event not reported.